Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The outer catheter of the device exhibits a broken area approx 59cm from the proximal end of the device. The area of the break has a cracked and split appearance. No parts of the balloon or catheter are missing section. The inner wire guide catheter remains intact. A product discrepancy or anomaly that could have contributed to this occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. The likelihood of this type of report is rare. Conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the balloon catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use advise the user to advance the product through the accessory channel of the endoscope in short increments. This activity will aid in preservation of the balloon dilator. If excessive pressure was applied to the device, this could have contributed to the reported catheter damage. Prior to distribution, all hercules 3 stage wire guided esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
On (B)(6) 2011, the following info was provided to cook endoscopy: in preparation for a procedure, the user selected a cook hercules 3 stage wire guided esophageal balloon. The device was advanced down the endoscope for colonic dilation and the nurse removed the wire guide. When attempting to inflate the balloon, it would not inflate. The balloon was removed and another balloon was used to complete the procedure. On (B)(6) 2011, the device was returned for evaluation. Upon evaluation, we confirmed the device leaked due to a break in the catheter. This info confirmed this report meets MDR reporting criteria. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.